Manufacturer narrative:
(B)(4). Insulin pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump received a motor error and no delivery alarm. Customer reported the drive support cap was normal. Customer was able to successfully clear the alarm and was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.